Event description:
It was reported that a malfunction code, malf 12, was displayed on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to call back if the malfunction code recurs, which they acknowledged and understood.